Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, further described as "in the past three months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "white part" (twist sleeve) of a minicap extend life pd transfer set was damaged resulting in a leak; further described as "the connection between twist clamp and main body was damaged (become stripped)". This occurred after patient use of the device. It was further reported the components did not separate; however, it was loosened due to the damaged/malformed connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.